Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device needed replacement due to loosening of femoral trial prosthesis. This was discovered prior to the procedure. No patient or surgeon involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following have been updated. Complaint sample was evaluated and the reported event was confirmed. The return of the device examined determined instrument does not stay engaged during the functional check. There was some nicks and gouges on the outer surface. Dimensions were found to be conforming where measured. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The instrument/provisional use, care and sterilization package insert instructs the following:inspect all instruments/provisionals carefully prior to each use. After cleaning, lubricate moving parts with a water soluble lubricant, reassemble and tighten screws where appropriate. Check the action of moving parts (such as hinges and box locks) to ensure smooth operation throughout the intended range of motion. If damage or wear is noted that may compromise the function of the instrument, do not use the device and request a replacement. End of life is normally determined by wear and damage due to use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.